Event description:
The account alleged that the bed exit alarm was not functioning. No injury reported.

Manufacturer narrative:
The technician found that the bed exit audible alert had been turned off and that is why there was no audible alarm, user error. The bed exit functioned as designed.